Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual sample was received and evaluated. The complaint was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The problem was production related. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A pharmacist reported to baxter (B)(4) that when removing the cap at the injection port the port came loose. This was during setup and there was no patient involved.